Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm excessive no delivery alarm. Customer's blood glucose at time of incident was 33mmol/l. The customer was admitted to the hospital. Customer was stated that the drive support cap is slightly indented. The customer review alarm history and there are several no delivery alarm. The alarm was explained to the customer. The customer stated that nurse inserted a new battery and able to clear the alarm. Customer did self-test and passed.